Event description:
Use of breg pain pump identified in legal proceedings regarding a claim of shoulder chondrolysis. In response to section g4 below, breg was served legal papers in early 2009 and breg product identification was established as of three months later, the exact model is not yet certain.